Event description:
During a routine depth electrode surgery, the surgeon placed 15 depth electrodes in a patient. Of the 15 electrodes placed, the surgeon experienced difficulties while removing the stylets from 3 electrodes. Additional electrodes were available to replace the ones with issues. There was no delay in surgery. The reason this MDR is being filed is based on a concern expressed by the surgeon. Although the following scenario did not occur, it was stated that "the surgeon had the impression pulling out the stylet it sticks in the inner side of the electrode. This allows the electrode to inflect (bend) in the brain when you pulling the stylet out. So it is not more on the right place and you can only see this after the operation room."

Manufacturer narrative:
On february 5, 2015, the customer emailed ad-tech stating that there has been no harm to the patient. Supplemental report update (8/11/2015): ad-tech conducted an investigation and this complaint was closed on 8/6/15. The results of the investigation are as follows: a notebook study utilizing electrodes with induced stuck stylets demonstrated electrodes with stuck stylets will not deflect during attempted stylet removal. The risk presented by stuck stylets remains as low as possible (alap). In addition to the study described above, an investigation protocol was launched in an effort to determine the root cause of the alleged deficiency. Unfortunately, the investigation could not replicate the deficiency and yielded inconclusive results. Consequently, an addendum to the protocol was then opened to investigate other potential factors. Although the addendum also yielded statistically inconclusive results, the results still indicated wire could potentially play a role. With the implementation of new wire insulation, the potential effect of wire could be eliminated. Taking into consideration the risk of the alleged deficiency, the limited frequency with which it is reported, and the work carried out to identify a root cause, this complaint was closed. Ad-tech will continue to monitor this alleged deficiency closely.

Event description:
During a routine depth electrode surgery, the surgeon placed 15 depth electrodes in the patient. Of the 15 electrodes placed, the surgeon experienced difficulties while removing the stylets from 3 electrodes. Additional electrodes were available to replace the ones with issues. There was no delay in surgery. The reason this MDR is being filed is based on a concern expressed by the surgeon. Although the following scenario did not occur, it was stated that "the surgeon had the impression pulling out the stylet it sticks in the inner side of the electrode. This allows the electrode to inflect (bend) in the brain when you are pulling the stylet out. So it is not more on the right place and you can only see this after the or."

Manufacturer narrative:
On (B)(6) 2015, the customer emailed ad-tech stating that there has been no harm to the patient.